Manufacturer narrative:
.

Event description:
It was reported the pt experienced a shocking or jolting sensation following a fall in 2008. The pt's device was checked by the physician. The pt's family member indicated "his body rejects leads, it is like they disintegrate in his body." The shocking sensation was felt in the chest and right arm and reportedly "feels as if he is having a heart attack." The stimulation was turned off. The pt had another appointment with the physician a week later. Additional info has been requested but was not available on the date of this report.